Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experience ongoing, intermittent blood glucose (bg) levels in the 400 mg/dl range. The contact was not sure of the cause; however, the events may have been related to occlusion alarms. The infusion set was changed. As the event had occurred in the past, tandem technical support advised the contact to discuss the bg events with a healthcare provider.